Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cover damage, water tightness fails and leakage from focus ring. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error e226 was due to the damaged connector and the water leakage was due to the damaged cover. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported the ch-s200-xz-eb (camera head) displayed an scope communication error code e226. The issue was found during device service/maintenance. There were no reports of patient harm and/or involvement as this event did not occur in a clinical setting.